Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right side "rupture". Later healthcare professional reported "deflation" and "removal from textured to smooth due to the concerns of the product". Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed two openings through microscopic inspection assessed as fold flaw opening and surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis observed delamiantion plug starp disk shell, wear abrasion, non-penetrating nicks and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Corrected data: a.2.

Event description:
Patient reported right side "rupture". Later healthcare professional reported "deflation" and "removal from textured to smooth due to the concerns of the product". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported right side "rupture". Later healthcare professional reported "deflation" and "removal from textured to smooth due to the concerns of the product". Device remains implanted.